Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the cable failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, flickering of image was observed for the device. This is attributed to the faulty flat connector. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use for a therapeutic laparoscopic procedure, the device connector was failing causing flickering of image. The intended procedure was completed with another similar device without any delay. There is no patient involvement as the patient was not under anesthesia.